Event description:
Additional information was received that a procedural delay of approximately 10 minutes occurred due to the infold. Per the physician, the patient's heavy annular calcium contributed to the infold.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, crown overlap above node 4 was observed on fluoroscopy. A second transcatheter aortic valve was then used, and tortuous femoral anatomy and heavy calcification in the non-coronary cusp were noted. The first valve position was reported to be too low, recapture was performed, and a clear infold in the non-coronary cusp was observed during the second positioning attempt. A third valve was loaded, no crown overlap was observed, and a perfect result was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013319472); product type: 0195-heart valves; implant date non-implantable; explant date non-implantable select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.